Event description:
Information received from the (B)(4) registry, subject ID: (B)(4). The patient presented with eye pain, headache, and visual acuity deficit related to optic nerve palsy. Treatment of a large unruptured saccular aneurysm measuring 25 mm x 7.8 mm located in the cavernous segment of the left ica (internal carotid artery). The patient was given aspirin and plavix prior to ia therapy. The patient was given heparin intra-operatively. On (B)(6) 2013, the patient underwent pipeline ( 5.0 mm x 16 mm) embolization treatment with coils. Total procedure time was 1 hour and 29 minutes. The scale of roy and raymond noted a residual aneurysm. The post-operative image showed good positioning of the pipeline across aneurysm neck and no angiographic evidence of thromboembolic complication. It also showed less flow in the aneurysm after the pipeline placement. On (B)(6) 2013, the patient presented with a mild, serious adverse event of ischemic stroke with symptoms of right arm weakness and complaints of worsening of left eye pain noted since pipeline placement. The subject was hospitalized. Medical records noted inr (international normalized ratio) was subtherapeutic. Angiogram showed anterior half of the aneurysm was no longer filling consistent with thrombosis following treatment with the pipeline. The pipeline was noted to be narrowed at the anterior genu of the ica (internal carotid artery). No branch occlusion identified. No further treatment or medications were given for this adverse event. The subject was discharged on (B)(6) 2013. This event was noted as related to the device and is ongoing. On (B)(6) 2013, the patient presented with a moderate, serious adverse event of ischemic stroke with symptoms of right arm weakness and complains of numbness of the right arm. Upon arrival the patient was hypotensive. The patient was hospitalized. The medical records indicated that the acute infarcts are secondary to watershed ischemia in the context of a documented hypotensive episode. An MRI revealed new focal infarct in the left precentral gyrus and left mid-centrum semiovale. MRI also showed stable placement of the pipeline and some residual inflow. No further treatment or medications were given for this adverse event. The patient was discharged on (B)(6) 2013. The relationship of this event is not known at this time and resolved on (B)(6) 2013.

Manufacturer narrative:
Additional information was received stating that the relatedness of the serious adverse event that occurred on (B)(6) 2013 was changed from unknown to device related. Also, the patient has a history of renal insufficiency on dialysis. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).